Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed motor error while customer was filling the cannula. Customer attempted to fix issue with different sets and changing out the battery, device continued to alarm. Customer's blood glucose was 15.4 mmol/l. Customer didn't recall any significant events which may have caused the device to alarm. Customer stated the device also alarmed motor position encoder error alarm and the device restarted on its own after. The device was not exposed to an MRI. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.